Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received an occlusion alarm during basal delivery. The customer was hospitalized for diabetic ketoacidosis (dka) on (B)(6) 2016 and the customer's blood glucose (bg) level was 380 mg/dl. The customer was disconnected from the pump per the healthcare provider's instructions and was treated with intravenous insulin and fluids. The customer was discharged the next day; the dka and high bg were resolved.